Event description:
The pt complained of pain. When knee was opened, all components were loose. The tibial insert was also removed with the baseplate.

Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. Device not returned to howmedica rutherford.